Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06433. It was reported the patient does not have effective stimulation coverage of her target pain pattern. Reprogramming did not resolve the issue as out of range lead impedances were observed. Follow up identified the patient had her 3163 model lead replaced with a new one. The patient reported receiving effective stimulation coverage during intraoperative testing. The reported issue was resolved.